Event description:
It was reported by the investigation team that a silent nite 3d device was returned. Per the source document, the device was broken. Additional information reported that the device broke while the patient was sleeping but the patient did not suffer any injury or adverse event. No medical intervention was required but the patient could not wear the device anymore. The event occurred at the end of december 2025. The device broke two times.

Manufacturer narrative:
Race was reported as non-white. The device has been received but not yet evaluated. Once the investigation is complete, a supplemental report will be submitted. Manufacturer reference #: (B)(4). The second reported event is captured in mw report #3011649314-2026-00195.

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Broken- the button is broken off. Delamination - layers were intact and did not separate. Discoloration -the device was transparent but had a yellow discoloration. General cleanliness - the returned device appeared to be not clean. Root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that the root cause could be due to excessive bruxism which could have caused to break off. Manufacturer reference #: (B)(4).